Event description:
It was reported that customer observed large air bubbles or gaps in infusion set tubing between connector and patient during tubing fill, and issue was currently ongoing with bubbles about 1 inch long. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of cold insulin, received education to use room temperature insulin and to follow cartridge air removal steps, noted that no air bubbles remained after priming with tubing fill feature, and resumed insulin therapy after resolution, with history of replacing multiple cartridges for similar past issues; caller acknowledged and understood instructions.